Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual inspection of the as returned product identified minimal wear about the implant threads, collar, and drive feature. The returned product matched print specifications where measured against drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. UDI (B)(4). Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Event date not provided/unknown. Reporter's last name and email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced pain and discomfort. Implant had to be removed. Exudate was present. Tooth location 29.